Event description:
Follow up report for MDR 3007666314-2018-00038: patient's infection has resolved. Returned product testing showed no malfunction.

Event description:
Dr reported that the patient has an infection at the ipg implant site and has scheduled an explant procedure as a result.